Manufacturer narrative:
No lot number was provided and a sample is not available. This complaint was located on the FDA maude database, and reporter information was not disclosed. Solventum will continue to monitor.

Event description:
Per review of report: mw5172957 on the maude database: a patient notified the clinic that they had an allergy to adhesive, and the ambulatory surgery center (asc) staff applied 3m¿ medipore¿ h soft cloth surgical tape on the patient to secure lead wires in addition to 3m¿ steri-strip¿ reinforced adhesive skin closures and 3m¿ tegaderm¿ transparent film dressing. The patient contacted the provider and informed of itchiness. The provider's office had the patient visit to re-dress the injection sites. The patient started taking allegra® and benadryl®. Two days later, the patient contacted a manufacturer representative that they were having hives and the provider sent hydroxyzine to pharmacy. The provider then decided to have patient visit the same day to remove everything and stopped the spinal cord stimulation trial procedure early. Issue regarding 3m¿ steri-strip¿ reinforced adhesive skin closures is investigated under MDR 2110898-2025-00057. Issue regarding 3m¿ tegaderm¿ transparent film dressing is investigated under MDR 2110898-2025-00059.